Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the patient, alleging that the onetouch ultra2 meter is giving a calcode issue. This complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly first encountered the calcode issue on (B)(6) 2014. The reporter also claimed that due to the calcode issue, the patient subsequently developed symptom of sweating. There was no report of any diabetes management or required hcp medical intervention at the time of concern. The calcode issue was resolved with training on the day of the call to lfs. This complaint is being reported due to possible use error and because the patient had symptom suggestive of hypoglycemia after the onset of the calcode issue. The lfs products were replacement and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.